Event description:
The patient underwent a bypass procedure between femoral aorta and profunda aorta on (B)(6) 2011. It was reported a blood leaking through different positions of the vascular graft during surgery. The bleeding was compressed and the surgery was prolonged by two hours due to the event. It was also reported that the patient got iscover / plavix (clopidogrel), ass (acetylsalicylic acid) and low dose heparin, which according to the surgeon could be a reason for the reported event. The graft remained implanted in the patient and there was no reported patient injury. In addition, the status of the patient was reported to be stable.

Manufacturer narrative:
The returned portion of the complaint device will be sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically. No anomaly was found in the (B)(4) records. The review of the water permeability testing of seven products coated on the same day as the complaint device indicated values well within product specifications. A retention sample coated on the same day and under the same conditions as the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. No conclusion can be drawn until the graft evaluation is completed.